Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This MDR was previously submitted on 9/22/2022 with MFR# 3004753838-2022-153705-01. The ack2 was received on 9/22/2022 by cdrh with coreid: ci1663891227449.17577429@fdslv86000_te2. Per esg/cdrh email on 9/30/2022, ¿ the cesub helpdesk has communicated they are aware of multiple mdrs that failed to process and multiple ack3s that failed to send between september 7 and september 26 due to an infrastructure issue, and they are working as fast as they can to reprocess the mdrs that need to be reprocessed and resend ack3s that failed to send. Their goal is to complete this task and respond to all open ack3 tickets by october 7.¿ as of october 28, 2022, the issue has not been resolved. As per esg/cdrh email on 10/28/2022, we should now resubmit this MDR.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing with nordic bluetooth device was performed and failed. A review of the bin file was performed and signal loss was not found. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.